Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f sheath. A pre-procedure femoral angiogram showed the stick location to be at the mid femoral head and there is no evidence of calcium. Following the procedure, the physician who is a trained user of the mynx, used the device for femoral arterial closure. It was reported that the physician shuttled down to expose the advancer tube, however the advancer tube did not engage. The device was removed and the physician converted the patient to 5-10 minutes of manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged to home with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1121707) indicated that the mynx lot met all established performance criteria prior to shipment.